Manufacturer narrative:
Sensor kit expiration date is 31-dec-2019. The adverse event associated with this report occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced sweating and "speaking wrong" and was provided glucose and an unspecified injection by an hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced sweating and "speaking wrong" and was provided glucose and an unspecifed injection by an hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h4 (device mfg date) was updated based on returned product download section d4 (serial number) was updated from (B)(6) based on returned product download all pertinent information available to abbott diabetes care has been submitted.